Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation to follow-up questions requested of the medical surveillance specialist (mss). The patient reported that at 10:00pm seventeen days prior, she obtained a blood glucose reading of "301 mg/dl" with the subject meter. As a result of the reading, the patient claimed she took her usual dose of insulin (14 units on nph and 6 units of "crystalline insulin"). Approximately 5 1/2 hours after obtaining the alleged high reading, the patient reported that she developed "hypoglycemic symptoms," which she described as feeling sweaty, trembling, and cold. At 4:00 am the next day, it was noted that the patient obtained a blood glucose reading of "94 mg/dl" with an emergency medical service meter and then reportedly treated self by drinking water mixed with sugar. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.